Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic area pain/chronic') and diabetes mellitus ('type of autoimmune diagnosed: diabetes') in a 30-year-old female patient who had essure (ess205) (batch no. 623824) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included diabetes, abdominal pain, discomfort, ovulation pain, bloating, activities of daily living impaired, fibrosis, headache, dizziness, nausea, pain and costochondritis. Concomitant products included metformin since (B)(6) 2014 for diabetes, paracetamol (acetaminophen) from (B)(6) 2017 to (B)(6) 2018 and paracetamol (tylenol) from (B)(6) 2017 to (B)(6) 2018 for migraine as well as naproxen. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)\ menorrhagia (heavy menstrual bleeding)"), migraine ("migraines/headaches"), depression ("depression\psych injury"), anxiety ("mental anguish\ psych injury") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced diabetes mellitus (seriousness criterion medically significant) and hypersensitivity ("allergy : other (not provided)/allergic reaction"). The patient was treated with nsaids and surgery (surgical removal of coil(s)). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and hypersensitivity had resolved, the diabetes mellitus, migraine, depression and anxiety outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, anxiety, depression, diabetes mellitus, hypersensitivity, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: on examination pain is triggered by palpating the obturator muscle. She was planning for essure removal. Received treatment for pain- pelvic/ abdominal, diabetes, menorrhagia (heavy menstrual bleeding), abnormal bleeding(vaginal), allergic reaction. Discrepancy regarding essure confirmation test, earlier hsg done now as per pfs essure confirmation test was not done. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: essure device was successfully occluded. Magnetic resonance imaging - on (B)(6) 2015: impression: bilateral essure devices. Smallamount of free fluid in the cul-de-sac. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome of previously added events pelvic pain, abnormal bleeding(vaginal), menorrhagia,allergic reaction were updated to recovered/resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic area pain/chronic') and diabetes mellitus ('type of autoimmune diagnosed: diabetes') in a 30-year-old female patient who had essure (ess205) (batch no. 623824) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included diabetes, abdominal pain, discomfort, ovulation pain, bloating, activities of daily living impaired, fibrosis, headache, dizziness, nausea, pain and costochondritis. Concomitant products included metformin since (B)(6) 2014 for diabetes, paracetamol (acetaminophen) from (B)(6) 2017 to (B)(6) 2018 and paracetamol (tylenol) from (B)(6) 2017 to (B)(6) 2018 for migraine as well as naproxen. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)\ menorrhagia (heavy menstrual bleeding)"), migraine ("migraines/headaches"), depression ("depression\psych injury"), anxiety ("mental anguish\ psych injury") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced diabetes mellitus (seriousness criterion medically significant) and hypersensitivity ("allergy : other (not provided)/allergic reaction"). The patient was treated with nsaids and surgery (surgical removal of coil(s)). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and hypersensitivity had resolved, the diabetes mellitus, migraine, depression and anxiety outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, anxiety, depression, diabetes mellitus, hypersensitivity, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: on examination pain is triggered by palpating the obturator muscle. She was planning for essure removal. Received treatment for pain- pelvic/ abdominal, diabetes, menorrhagia (heavy menstrual bleeding), abnormal bleeding(vaginal), allergic reaction. Discrepancy regarding essure confirmation test, earlier hsg done now as per pfs essure confirmation test was not done . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: essure device was successfully occluded. Magnetic resonance imaging - on (B)(6) 2015: impression: bilateral essure devices. Small amount of free fluid in the cul-de-sac. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain and menorrhagia. Lot number: 623824, manufacturing date: 2007-03, expiration date: 2009-02 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic area pain/chronic') and diabetes mellitus ('type of autoimmune diagnosed: diabetes') in a (B)(6) female patient who had essure (ess205) (batch no. 623824) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included diabetes, abdominal pain, discomfort, ovulation pain, bloating, activities of daily living impaired, fibrosis, headache, dizziness, nausea, pain and costochondritis. Concomitant products included metformin since (B)(6) 2014 for diabetes, paracetamol (acetaminophen) from (B)(6) 2017 to (B)(6) 2018 and paracetamol (tylenol) from (B)(6) 2017 to (B)(6) 2018 for migraine as well as naproxen. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)\ menorrhagia (heavy menstrual bleeding)"), migraine ("migraines/headaches"), depression ("depression\psych injury"), anxiety ("mental anguish\ psych injury") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced diabetes mellitus (seriousness criterion medically significant) and hypersensitivity ("allergy: other (not provided)"). The patient was treated with nsaids and surgery (surgical removal of coil(s)). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain and abdominal pain was resolving and the diabetes mellitus, vaginal haemorrhage, menorrhagia, migraine, depression, anxiety and hypersensitivity outcome was unknown. The reporter considered abdominal pain, anxiety, depression, diabetes mellitus, hypersensitivity, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: on examination pain is triggered by palpating the obturator muscle. She was planning for essure removal. Received treatment for pain- pelvic/ abdominal, diabetes, menorrhagia (heavy menstrual bleeding). Discrepancy regarding essure confirmation test, earlier hsg done now as per pfs essure confirmation test was not done. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2007: essure device was successfully occluded. Magnetic resonance imaging on (B)(6) 2015: impression: bilateral essure devices. Small amount of free fluid in the cul-de-sac. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-dec-2019: pfs received-outcome of pelvic pain, abdominal pain updated to recovering / resolving. Removal details were added. Treatment drug added. Eumdr tab updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.